Event description:
Customer reported receiving an inaccurately high reading on her fs flash meter as compared to a laboratory meter. Customer received a reading of 204 mg/dl compared to a lab reading of 82 mg/dl within a 10-minutes timeframe. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.